Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-13995n multifire scorpion needle tip broke off in the patient. This was an rcr procedure performed on (B)(6) 2022. At this time, it its unknown when it was noticed that the needle broke off, if it was before closing, or after the surgery. It is unknown whether the broken tip was removed or remains in the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint cannot be confirmed without the return of the device for evaluation.event description: ar-13995n multifire scorpion needle tip broke off in the patient.the most likely cause for the reported failure is user error applying excessive force during use. Per dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.